Event description:
As reported, approximately 1 year post op the initial left tsa, this (B)(6) male patient's was revised for loosening of the stem due to infection. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitant device(s): 320-15-01, 6585857 - eq rev glenoid plate; 320-01-42, 6700700 - equinoxe reverse 42mm glenosphere; 320-15-05, 6746350 - eq rev locking screw; 320-10-00, 6727094 - equinoxe reverse tray adapter plate tray +0; 320-20-00, 6738026 - eq reverse torque defining screw kit; 320-42-00, 6481862 - equinoxe reverse 42mm humeral liner +0.

Event description:
As reported, approximately 1 year post op the initial left tsa, this 67 y/o male patient was revised for loosening of the stem due to infection. Patient was last known to be in stable condition following the event. Device not returned, disposed of by hospital. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for loosening due to infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 1 year post op the initial left tsa, this 67 y/o male patient was revised for loosening of the stem due to infection. Patient was last known to be in stable condition following the event. Device not returned, disposed of by hospital. No additional information.